Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) and farfield oversensing. Technical services (ts) reviewed the device data and observed the loc and oversensing was present in bipolar configuration. In unipolar configuration, no issues were noted. Further evaluation and reprogramming optimization was recommended.. No adverse patient effects were reported. This ra lead remains in service.